Manufacturer narrative:
Date sent: 11/17/2008. Evaluation summary: the analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received partially fired and with the cartridge lock out tab normal. In addition, the cartridge pan was noted to have damage on the pan surface, the damage to the cartridge pan is consistent with an improper loading technique, if the cartridge is not fully inserted into the channel, when the device is fired, it can cause the pan to dislodge from the cartridge. It should also be noted that, when the cartridge is loaded improperly or long loading (holding features of the cartridge are not snap on the channel windows) at the moment of the firing, the cartridge will be eject forward and some staples will be deploy (approximately half way) and malformed because of incorrect alignment. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a vats lobectomy procedure, on the first firing, the surgeon fired on the pulmonary artery. The device fired fine; however, when they opened the device, some of the staples had formed and some did not. This resulted in bleeding. They used a sponge stick to control bleeding. The surgeon converted to an open procedure and used another device to complete the procedure. The patient is currently stable.